Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a frt4 result within the normal reference range for one patient that was generated by the unicel dxi 800 access immunoassay system. Subsequent testing was performed producing a higher result above the normal reference range. It is unknown which result the customer believes to be the true result at this time. No erroneous results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Service was not dispatched for this event. A definitive root cause has not been determined to date for this event with the data provided.